Manufacturer narrative:
(B)(4).

Event description:
It was reported that alert for non-sustained rv oversensing was noted during charging the capacitor. Manual capacitor maintenance was suggested. The patient is fine.